Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange of textured breast implants due to the patient¿s concern with the product and capsular contracture, baker grade: IV. Device has been explanted.